Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Exact date of death is unknown. Exact date of event is unknown.

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54 cm abdominal aortic aneurysm. There was a large amount of pre-operative thrombus as well as a short neck. It was reported that the aneurysm expanded from 54mm to 62mm. It was also reported that thrombus had reached the vicinity of the superior mesenteric artery and the patient expired. Per the physician, the cause of death was determined to be bowel ischemia caused by superior mesenteric artery occlusion. The physician stated that the cause of the event was due to vessel morphology. No additional clinical sequelae were reported.